Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had tripped early elective replacement indicator (eri). The field representative reported the device will be replaced and the issue might be due to high left ventricular (lv) lead output. Boston scientific technical services (ts) discussed that the warranty would be eligible if the device tripped within the replacement indicator and if other requirements were met. Additional attempts were made however no further information available. At this time, the crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.